Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported: breakage of the nail in correspondence of the slot that allows the passage of the cephalic screw, detected event in the radiography. Unanticipated medical procedure occurred as a result.

Event description:
It was reported: breakage of the nail in correspondence of the slot that allows the passage of the cephalic screw, detected event in the radiography. Unanticipated medical procedure occurred as a result.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.